Manufacturer narrative:
The electrode lot number and expiration date were requested but not provided. The field service engineer found the cause was due to an old na electrode. He replaced the electrode and ran precision checks, calibration, and qc runs with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for one patient sample with the na electrode on a cobas integra 400 plus analyzer. The initial result was 123 mmol/l. The repeat result was 134 mmol/l. The repeat result was deemed correct.